Event description:
Ventilator low pressure alarm went off. Source of alarm could not be determined. Patient was extubated had re-intubated. Respiratory therapist noted that balloon of endotracheal tube was ruptured CPR was initiated. Paitnet did not survivedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, unanticipated long term complication of procedure, other, other. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.